Manufacturer narrative:
The product issue reported (system notices 50013, 11200) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the refrigerant level was too low to continue. Additionally, a system notice was received indicating that there is a problem with the system. The tank weight was noted to be fluctuating. The console was rebooted several times, and the tank was replaced without resolution. A field service visit was recommended. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.